Manufacturer narrative:
Sc-1132, (sn:(B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was non-functional which caused difficulty charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was non-functional as it was difficult to be charged. The patient underwent an ipg replacement procedure.